Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va00fgd, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported she was unable to power up the patient programmer. She saw one drop of water in the battery compartment. With the battery in the programmer, it was getting hot even thought it was not on. The patient insisted she did not get the programmer wet. A sudden shocking sensation in the bladder was noted. The patient was mowing a lawn on a riding lawn mower and when she was done, she got off and felt shocking in her bladder while walking around. The next day, she did not feel it anymore and the patient was not injured. The patient was not able to check the implantable neurostimulator with the programmer because it was not working. The patient's therapy had not been working. Additional information from the consumer reported it (programmer) went off on its own. She did not realize it was off and she was already having a leaking problem. The patient just sat because when she got up and moved, she got shocked hard on each step. If she sat back down or lay down, then it stopped. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.